Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the treatment with an unknown dialyzer, the patient experienced anaphylaxis. There was not further information regarding treatment, patient outcome and/or if the patient was hospitalized for the event. No additional information is available.